Manufacturer narrative:
The investigation determined that two different secondary tube labels were placed on a single aliquot tube. The assignable cause of the event was determined to be a mechanical issue with the aliquoter label printer. An ortho field engineer (fe) inspected the aliquoter label printer and identified glue residue on the rollers and metal bracket. This could potentially cause the labels to stick to each other and not apply to the appropriate secondary sample tube. The fe cleaned the label printer parts and performed necessary adjustments to mitigate the issue. User error was a contributing factor to the event as the aliquoter module did generate barcode read errors and stopped the aliquoter module. However, the customer did not react to the errors and inspect the label printer prior to restarting the aliquoter module.

Event description:
This customer determined that the engen laboratory automation system placed two different secondary barcode labels on a single secondary tube. The two barcode labels were from two different patient samples. The mis-association of results with the incorrect patient has the potential to occur undetected and may lead to inappropriate physician action. However, no results were affected or reported out of the laboratory as the issue was identified prior to the aliquoter tube being used. There was no report of patient harm as a result of this event. (B)(4).